Manufacturer narrative:
Additional information: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2, h3, h6. Image review: intraprocedural fluoroscopic images were reviewed in relation to the event. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. However, it was documented that the patient had a significantly calcified bicuspid aortic valve. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. There is evidence of at least one recapture. The first deployment attempt resulted in a depth of approximately 5 millimeters (mm) on the non-coronary cusp in the cusp overlap view. As stated in the instructions for use (IFU): the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The depth was deemed acceptable; however, the valve was recaptured and repositioned at a depth of 2mm on the non-coronary cusp (ncc) in the cusp overlap view (cov) and 2mm on the left coronary cusp (lcc) in the left anterior oblique (lao) view. Sometime between final release and removal of the delivery catheter system, the valve dislodged aortic. Evidence suggests that the delivery catheter system could have interacted with one of the paddles, as the paddle attachment appears to be in close contact with the paddle, which could have possibly caused it to dislodge. However, the dislodgement event was not captured thus it is not possible to validate the exact cause of the dislodgement. The dislodged valve was snared to the ascending aorta, and a second valve was prepped and confirmed a good load. The second valve was subsequently implanted at a depth of 3mm on the ncc in cov and 5mm on the lcc in the lao view. Post implant angiogram reveals at least possible mild aortic regurgitation/paravalvular leak which warranted a post implant dilatation. Final angiogram post dilatation showed no signs of aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013055621); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012804162); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe aortic stenosis, bicuspid aortic valve morphology characterized by right coronary cusp¿left coronary cusp fusion, and significant calcification of the native aortic valve underwent an elective transcatheter aortic valve implantation using the evolut transcatheter aortic valve. During the procedure, valve loading was performed without problems and verified by fluoroscopy. Balloon aortic valvuloplasty was conducted with a 23 millimeter (mm) non-medtronic balloon (true dilatation) to address the significant calcification and bicuspid anatomy. Commissural alignment was verified in the descending aorta, and the evolut valve was advanced to the aortic position. Initial deployment resulted in the valve being implanted too deep, prompting recapture and a second deployment. The target implant depth was confirmed as approximately 2 mm below the annular level at the non-coronary cusp using cusp overlap view and left anterior oblique projection. After full deployment, the valve dislodged above the annular level. The patient remained hemodynamically stable, and coronary artery patency was confirmed. The dislodged valve was retrieved using a snare, and a second evolut valve was successfully implanted in the correct aortic position. The procedure was completed without further complications, and the patient¿s clinical status remained unchanged postoperatively with no adverse events, injuries, or deaths reported. No patient complications have been reported as a result of this event.